Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: the intellicuff did not maintained pressure. This malfunctions occurrence was noticed during patient ventilation. The alarms were observable both visually and through hearing. High-priority alarm (red, flashing and beeps). This malfunction was reproducible. There is patient involvement reported. The event occurred during patient ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of (B)(6) (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.

Event description:
The following was reported to hamilton medical ag: the intellicuff did not maintained pressure. This malfunctions occurrence was noticed during patient ventilation. The alarms were observable both visually and through hearing. High-priority alarm (red, flashing and beeps). This malfunction was reproducible. There is patient involvement reported. The event occurred during patient ventilation. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.